Event description:
It was reported that the patient, enrolled in the it matters clinical study, with this inflatable penile prosthesis (ipp) experienced discomfort activating and deactivating the device. In addition, the patient stated he has lost length at erection and cannot have satisfying intercourse. A surgical procedure was performed, during which the ipp was removed and replaced with a spectra penile prosthesis (spp). No additional information was reported.